Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
On (B)(6) 2015 the physician tried to replace this lead to get better thresholds and better placement for crt therapy. The new lv lead was unable to make it to the target vein so this lead remains actively implanted. There were no adverse patient events reported. Should additional information be received, this file will be updated.